Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral sleeve at the bone to cement interface. Unknown cement was used. It was also reported that the femoral sleeve did not in grow with significant ho formation. Femoral side revision performed. Frozen section was negative for infection. Doi: (B)(6) 2019. Dor: (B)(6) 2020; right knee.